Event description:
It was reported the pt has experienced a burning pain since implant that radiates from her ipg site to her abdomen. The pt also complained of tenderness to the touch at her ipg site. The pt stated she feels the pain with the stimulation, but she uses her stimulator 24/7. The pt has spoken with her physician regarding the issue, and is pending a follow-up with an sjm rep to further evaluate the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.